Event description:
It was reported that the accuslide was hard to activate and blood backed up the line. The pump gave an upstream occlusion alarm as designed. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was reportedly no pt consequence or injury.